Manufacturer narrative:
Pump received unable to perform the displacement test and verify software version due to broken/detached end cap and cracked bleeding lcd noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump was getting cracked internally, screen was cracked and it was not turning on. The customer reported that the insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.